Event description:
Nurse reported that while pt was connected to defibrillator, the machine provided an unintended shock to the pt. Clinical engineering's review suggests that the rotary dial was most likely turned counterclockwise past the "off" position to the "pacer" position (110 ma) and the machine was not in the "off" position as intended.